Event description:
It was reported that a pump experienced system error 322. It was also discovered that there was no pt injury or adverse event.

Manufacturer narrative:
(B)(4). Baxter's device evaluations in progress. When complete, a supplemental report will be submitted.